Manufacturer narrative:
(B)(4). Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that there was a hole in the outer cement packaging. This issue did not impact the surgical procedure. The surgeon was able to complete the procedure using an alternative device. Attempts have been made and no further information has been provided.